Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected to dilate the lesion. On the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR,; returned product consisted of a coyote es balloon catheter with a coyote es shelf box. The batch number on the packaging and device matched the batch number for this complaint. There was blood in the inflation lumen and in the guidewire lumen. The catheter was visually and tactilely inspected; the balloon was tightly wrapped and distal tip damage was noted. The device was soaked in a water bath to loosen the blood and contrast prior to functional testing. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from the balloon. Examination under magnification revealed a pinhole and scratches on the balloon over the markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 142cm coyote (tm) es balloon catheter was selected to dilate the lesion. On the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.